Manufacturer narrative:
Device evaluation: the product was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing record and complaint history cannot be reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explanted date: if explanted; give date: explant scheduled for (B)(6) 2017 but has not been confirmed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient is getting an intraocular lens (iol) exchange on the left eye with a zct225 21.5d due to decreased visual acuity and myopic surprise. The original iol is a zct225 25d. No additional information was provided to abbott medical optics.